Manufacturer narrative:
H11: the actual devices were not available; however, three (3) companion samples were received for evaluation in their specified packaging, fully sealed. Functional testing was performed on all samples by clicking the coupler jaw assemblies into the anastomotic instrument (ai) and rotating the ai knob to mimic the use in a surgical process. The rings aligned as intended when approximated and were able to be pushed out of the jaws upon approximation. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wing jaws would not close during patient use of three (03) 3.0mm couplers. The anastomotic instrument was inspected and had no observed mechanical issues. The couplers were replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the expiration date (17) is unknown at this time. Should additional relevant information become available, a supplemental report will be submitted.